Event description:
It was reported that during a procedure, this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new replacement lead was implanted successfully. No additional adverse patient effects were reported. This rv lead was disposed of by the hospital.